Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use following transurethral ureteroscopic right pyelolithotripsy with laser lithotripsy, the triple lumen urinary catheter malfunctioned as postoperative rupture of the catheter balloon was identified; the integrity of the balloon was immediately checked with no residual debris observed, the event was reported to the doctor, the catheter was not left in place, the patient subsequently urinated independently with yellow colored urine, and an adverse event related to the consumable was reported.